Event description:
It was reported that a revision surgery of the left hip was performed due to pain, metallosis and device failure.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the acetabular cup & femoral head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup / head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup/ head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. It was reported that a revision surgery of the left hip was performed due to pain, metallosis, device failure, and femoral neck fracture. Although the legal claim noted metallosis, the revision operative report did not note metallosis. The patient reportedly sustained a fall which resulted in the femoral neck fracture. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.